Event description:
When getting ready to use the ceiling lift this morning, the physical therapist discovered a tear in the combi sling at one of the loops used to pull a patient backward into the chair. (This was not a loop that attaches to the ceiling lift). The sling had been issued to the patient on admission yesterday. It is unknown when the tear occurred. The sling was removed from service.